Event description:
Additional information received reported the patient no longer had concerns with her device or therapy and had received assistance from her physician and/or manufacturer representative. According to the manufacturer's device registry, the pt's neurostimulator was replaced on (B)(6)-2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a loss of therapeutic effect with return of symptoms following a fall. The pt fell back in july, and therapy had not worked well since. A healthcare provider confirmed battery status was fine. The pt was at home in fair condition at the time of the report. Additional info was requested.